Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) had a purge disc failure. The team effectively troubleshot by replacement of the console. No patient involvement.

Manufacturer narrative:
The investigation into the automated impella controller (aic) purge disc/flag issues has been completed. The console was tested after arriving in field service. The purge disc retainer was noted to be raised. The failure mode was reproduced which makes sense because if the purge retainer is lifted off, the purge disc will not make good contact with the purge flag so the console will not be able to recognize the purge disc. The cause of the issue was a broken purge retainer.